Manufacturer narrative:
The device history review did not reveal any anomalies and no similar complaints were reported for this specific lot prior or since this complaint. Unfortunately, since the involved product was not received for investigation, no physical examination and testing could be performed to confirm any product failure and to determine its cause. It should be noted that there are various factors that may cause functionality issues; however, none can be confirmed without a product investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Please note that the complaint that is the subject of this report is the only complaint with la-performance-prolonged failure mode, i.e. The only one in which it was reported that compromised performance prolonged surgery for more than 30 minutes.

Event description:
We have been informed that during a posterior vitrectomy, three laser probes failed during surgery. The first one was already broken when pulled and showed a red dot. The surgeon then tried two other probes; both showed green dots but would not fire. The machine never reached "ready, only "calibrating". The technician was on-site yesterday and tested the laser module without any problems. There was no report of actual patient harm, but the surgery was prolonged by more than 30 minutes.

Event description:
We have been informed that during a posterior vitrectomy, three laser probes failed during surgery. The first one was already broken when pulled and showed a red dot. The surgeon then tried two other probes; both showed green dots but would not fire. The machine never reached "ready, only "calibrating". The technician was on-site yesterday and tested the laser module without any problems. There was no report of actual patient harm, but the surgery was prolonged by more than 30 minutes.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.